Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 484 mg/dl at the time of incident. The customer also stated that insulin pump had keypad anomaly. The customer stated that the all the buttons were not working. The customer stated that the time was changing. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed set.